Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in (B)(6) 2010 and peformed to specification up to the (B)(6) 2015. An increase in voltage indicates a further pad-pak was installed during this time. Multiple manual power ups mainly of ten mintue duration were observed in the device memory between the (B)(6) 2015. Investigation indicated the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switches on automatically.